Manufacturer narrative:
Medical device expiration date: na. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation at the drip chamber in packaging could not be verified due to the product not being returned for failure investigation. A device history record review for model ms3500 lot number 20103261 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the 36 in 20 drop secondary set experienced component separation the following information was provided by the initial reporter: tubing taken out of packaging and tubing was disconnected from the spike chamber.